Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
While reporting issues with sensor errors, customer reported that he had a blood glucose level of 44 mg/dl. Customer reported treating with food. No further information was provided.